Event description:
The customer contact reported that the device was not delivering the correct vtbi (volume to be infused). The pump was returned to the biomedical engineering dept. With an unsigned note that stated, "not pumping correct vtbi." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.